Event description:
It was reported that physician suspected power-on-reset of the implantable pulse generator (ipg) after computer axial tomography (cat). Patient switched off the ipg before executing the cat. After the exam he tried to switch on the ipg but it was unsuccessful. The control magnet was on. Patient status at the time of this report was alive with injury. Patient experienced return of pain and symptoms of vascular disease in the arms. During a follow up reprogramming session, physician tried to read the ipg, but it was unsuccessful. The ipg seemed to be discharged. The physician suspected an over discharge. A previous follow-up in (B)(6) revealed battery status was "ok." Patient had ipg replacement and patient "felt well" after replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. The ins battery was found to be depleted. No electrical anomalies were found with the hybrid circuit that would cause premature battery depletion. No parameter history was given so the expected life could not be determined. The relationship between the cat scan and the battery depletion cannot be determined. Based on the analysis of this ins, it appears that it reached a normal end-of-life condition.

Manufacturer narrative:
(B)(4).